Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. On (B)(6) 2016, rv coil impedance spiked to 254 ohms up from a trend that had been in the 35-44 ohms range. On (B)(6) 2016, svc coil impedance spiked to 254 ohms up from a trend that had been in the 55-68 ohms range.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance on the superior vena cava (svc) coil and the high-voltage rv coil. The lead contains a suspected fracture. Additionally lead caused left ventricular stimulation. A lead revision was performed and the lead was reconfigured. The high-voltage rv coil was replaced and a new pace/sense portion used. The svc coil remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.